Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that they had sensor glucose versus blood glucose value differences. The customer was advised sensor glucose and blood glucose meter readings will be close, but rarely match due to glucose travels in the body. The customer was advised there may be larger differences after meals, bolus delivery or when arrows present on sensor graph. The current blood glucose value is 131 mg/dl. The current sensor glucose value doesn't have a sensor on currently. The sensor glucose and blood glucose is unavailable. The customer noticed bent cannula on previous sensor. The customer was advised to return the sensor with bent and we will send replacement sensor.

Manufacturer narrative:
Analysis inspected 1 random opened and used sensor and performed continuity resistance test and sensor passed per specifications connected the sensor to the transmitter and placed it in solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened and used.